Event description:
It was reported that this right atrial lead was explanted due to dislodgement and loss of capture was noted. A new right atrial lead was successfully implanted. No additional adverse patient effects were reported.